Event description:
It was reported that continuous glucose monitor displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, completed pump reset with guidance, confirmed that error message did not return, and then successfully started new sensor session.